Event description:
Procedure type: low anterior resection. Pt gender: unk. According to the reporter: the anvil was connected to the instrument and while closing it down, tissue became involved in the device and the pursesting was torn. Some tissue was excised and a new instrument of different type was used to complete the procedure. Surgery time was not extended by more than thirty minutes and no tissue damage or bleeding was reported. The pt is in well current condition. No further pt info is available.

Manufacturer narrative:
Initial report sent: 12/9/08.